Event description:
It was reported that while using the ilet pump, the user injected external insulin via pen without disconnecting from the pump in an effort to reduce high glucose in the 300s. The event involved troubleshooting and education for high glucose and a documented nadir of 62 mg/dl, with the device component not applicable and the medical device problem characterized as an incorrect method. Symptoms included hyperglycemia and hypoglycemia. Outcomes included a prolonged episode of care and, in a separate assessment, no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, and a usage problem was identified related to injecting external insulin while connected to the ilet. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions. Additionally, the event involved unintended use error that caused or contributed to the event. The user received education on the associated risks and the clinical team will consider retraining.